Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, the root cause is most likely operational context which contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
Edwards received information that a patient experienced an aortic root hematoma after implant of the subject device. Surgeon indicates the patient's annulus was repaired prior to implant of valve. Per additional information, aggressive debridement of valve occurred because physician thought a 23mm would be hemodynamically better for the patient due to high bsa (obese patient). The debridement caused a need for annular repair. The annulus was repaired with a 4.0 running suture (no pledgets). After the valve was deployed, the annular suture expanded and tore a hole in the av junction. The tear cause an airlock in the venous line (line was sucking air) and the left main also became occluded due to a circumferential hematoma that formed. Physician bypassed the lad and circ restoring perfusion and repaired the av junction. The patient left the operating room successfully with the subject device implanted. Patient was noted as doing well.